Manufacturer narrative:
Blank display due to moisture damage on electronics.

Event description:
It was reported that the insulin pump had a blank display because she jumped in the water with it on. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.